Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a replace battery now and a power loss alarm. The customer¿s blood glucose was 15.3 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed replace battery now even after multiple battery changes. Customer also reported to have received a power loss alarm and no troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected battery icon anomalies noted during testing. No pump error 25 alarms were present in the format history file. Unexpected replace battery alert while monitoring, an unexpected low battery alert was present in the format history file, multiple power loss alarms were present in the format history file and the power management graph indicated connector resistance issue due to connector resistance issue. Connector for was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.